Event description:
It was reported that on an incidental CT scan for another issue, it was discovered that one of the legs on the device had perforated outside of the cava wall. The patient is asymptomatic and no extravasation was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (information for use) for this device states: potential complication. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.